Manufacturer narrative:
Per customer: spill was cleaned using proper personal protective equipment. The instrument went to standby status and the leak stopped. A bci field service engineer (fse) replaced a leaking waste transfer peristaltic pump tubing. This resolved the leak issue. Fse verified the system was performed to accordance of the performance specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the below the left side of the unicel dxi 600 access immunoassay with dual gantry. No report of injury to the user and none of the lab members were exposed to the leaking fluid.